Event description:
It was reported that while testing for sars cov-2 with a bd veritor ¿ at-home covid-19 test discrepant results were obtained. The first test was positive, test was repeated and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: the consumer took the test twice in one day the first one came out positive and the second came out negative and she had blood in the one that came out positive. Customer wanted to know if blood could have affected the test results

Manufacturer narrative:
Eua# (B)(4). Medical device expiration date: unknown. .a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars cov-2 with a bd veritor ¿ at-home covid-19 test discrepant results were obtained. The first test was positive, test was repeated and the result was negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: the consumer took the test twice in one day the first one came out positive and the second came out negative and she had blood in the one that came out positive. Customer wanted to know if blood could have affected the test results

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges the ¿customer took¿ the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿twice in one day; the first came out positive and the second came out negative¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.